Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on (B)(6) 2024 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the biomedical engineer, reporting that the v60 ventilator's touchscreen could not be calibrated. It was unknown how the issue was found. No patient or user harm reported. The biomedical engineer reported that the touchscreen does not calibrate correctly, due to dead zones on the bottom portions of screen. A replacement touchscreen would need to be ordered. The repair is pending, and the investigation is ongoing.